Event description:
A medication error had occurred. The nurse programmed the IV pump to give a 250ml bag of heparin at a rate of 250ml/hr. The order was for 250cc at a rate of 8cc/hr. The pt received 250 cc of heparin in 1 hour. The pt did receive reversal agents, but the pt died the following day. According to the autopsy, the pt death was not related to the heparin overdose. Progammer error was determined to be the root cause. No additional info was able to be obtained since the reporter requested anonymity and no contact was identified.